Manufacturer narrative:
If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate evaluation statement: the complaint device was received and inspected. Visual observations revealed no anomalies with the eii gun. When the device was tested with an eiii needle, it was found out that there is a broken needle stuck inside the shaft of the expressew iii. The broken needle couldn¿t be removed, therefore cannot confirm the reported failure. The gun functions as intended. No information was provided regarding how or when the needle was broken. Upon close inspection, it appears that the proximal end of the needle is pushed inside the shaft, indicating that when the needle jammed inside the device, it was pulled out from the distal end of the device which broke the needle. This operation is beyond the design intent of this device. This received eii gun is over 7 years old and possibly has seen heavy use and repeated cleaning/ sterilization cycles, which probably contributed in breaking the needle. Furthermore, no lot numbers were supplied which precludes conducting a batch history review or a lot specific search in the complaints handling system. At this point in time, no corrective action is required and no further action is warranted. This file will remain receptive to any potential forthcoming information received that is pertinent and germane to this issue. However, depuy synthes mitek will continue to track any related complaints within this device family as a means of monitoring the extent with which this complaint is observed in the field. UDI: (B)(4) - incomplete. The lot number is currently unavailable. This report is being filed from the (B)(4) complaint management system as required under mitek's corrective and preventative actions (CAPA) to file USA FDA MDR missed malfunctions.

Event description:
This is report 2 of 2 for the same event. It was reported by the sales rep reported that when dry firing an expressew ii flexible suture passer during a rotator cuff repair, it was observed that the tip of the expressew iii needle broke and got stuck in the device. The surgeon completed the procedure with other like devices with no patient consequences or delays. There was patient involvement reported. There were no injuries, medical intervention or prolonged hospitalization. All available information has been disclosed. If additional information should become available, a supplemental medwatch report will be submitted accordingly.